Manufacturer narrative:
Qn#(B)(4).

Event description:
As reported: at the end of a successful tf transcatheter aortic valve replacement case, manta closure of the left coronary artery access site was attempted. Occlusion of the common femoral artery was observed after manta deployment, requiring a surgical cut down of the artery to repair. There was no implication of an edwards device failure.

Event description:
As reported: at the end of a successful tf transcatheter aortic valve replacement case, manta closure of the left coronary artery access site was attempted. Occlusion of the common femoral artery was observed after manta deployment, requiring a surgical cut down of the artery to repair. There was no implication of an edwards device failure.

Manufacturer narrative:
Qn#1900110712 no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. No issues were encountered advancing or withdrawing the procedural sheaths. Following an evar procedure, an 18f manta was deployed for closure. Following the deployment, bleeding continued. The physician decided on surgical intervention. During the cutdown, the entire manta device was seen inside the common femoral artery. The manta device was explanted, and the vessel was repaired. The patient did not experience any harm, injury, or health consequences due to this event. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical cut down is due to user error in deploying the entire manta device intravascular. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including but not limited to other access site com plications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.